Event description:
An aneurysm abdominal iliac stent graft was implanted for endovascular treatment of a 6.6 cm abdominal aortic aneurysm approx 24 months ago. Vessel morphology at the time of implant was reported as 21 mm in diameter. Vessel morphology was currently reported as disease progression with aortic neck dilatation. A recent CT demonstrated that the stent graft had migrated 1 cm distally with a type ii endoleak. At the time of migration, the aneurysm is 7.4 cm in diameter, and the aortic neck was 26 mm in diameter. The physician was unable to resolve the type ii endoleak and elected to explant the stent graft from the pt. The stent graft evaluation is pending. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation results: migration, endoleak; disease progression with aortic neck dilatation and type ii endoleak; pending device analysis.